Event description:
Balloon catheter deflation difficulties. The report received indicated that during a pre-dilation of the lesion, the physician noted that the balloon deflated extremely slow. After approx 30 seconds, the balloon was deflated by pulling negative twice and unhooking and re-hooking the inflation device. The balloon catheter was removed from the pt without any difficulties and was exchanged for a similar device; the intended procedure, stenting of the right coronary artery was conducted successfully without any injury to the pt. Further info indicated that the maximum pressure applied was 16 atmospheres. There were no anomalies identified while prepping, inflating after withdrawal of the device.

Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date the eval has not been completed. Add'l info will be submitted within 30 days upon receipt.